Manufacturer narrative:
Combination product: yes.

Event description:
Intermittent noise seen on the rv channel in recordings transmitted to home monitoring. Lead was evaluated in office on 4-mar-2025 and noise could not be reproduced with postural testing and isometrics. The short rv intervals trend shows a greater than zero value daily for the past three months. Lead to be evaluated further and remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.